Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram in one bag intraperitoneally (specific frequency of bag(s) and duration not reported) and meropenem injection 500 milligrams per bag for three exchanges per day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.